Event description:
It was reported that the battery gauge was observed to be fluctuating intermittently. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.